Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting pacing impedance measurements greater than 2000 ohms. The local area field representative reported there was no loss of capture and that sensing measurements were stable and within range. The lead was successfully capped and replaced during a normal device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.